Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial#: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient went to the emergency room (ER) and was told that she had cerebrospinal fluid (csf) leak. The physician did not believe that the csf leak was from the procedure. The patient¿s leads were pulled and it was unknown if other interventions were given to the patient.